Event description:
Pt reported experiencing periodic elevated blood glucose (~200 mg/dl, normally 120 - 180 mg/dl), for the past month. They indicated that they believe the device may not be properly delivring boluses. No error messages were generated by the device. Pt self-treated elevated blood glucose by delivering insulin, via injection.